Manufacturer narrative:
The insulin pump had button error alarm due to moisture on the keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 440 mg/dl. Customer did not treat their high blood glucose levels. Troubleshooting for the button error alarm was performed. Customer advised the buttons were unresponsive. Customer stated the button error alarm occurred right after the pump was exposed to moisture. Customer stated that they were not sure if a button was pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.